Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician experienced difficulty tightening the setscrew on the right ventricular (rv) port of the implantable pulse generator (ipg). The physician stated they stripped the screw by holding the wrench at an angle and using too much force. It was further reported that the setscrew was not securing the lead in the header of the ipg. The physician then experienced difficulty trying to remove the setscrew. After many attempts, the physician was able to remove the screw. The device was removed and replaced. No patient complications have been reported as a result of this event.